Event description:
It was reported while using bd vacutainer® c&s transfer straw kit, an unspecified number of stoppers get stuck in the urine transfer straw holder and cause sample leakage. Short volume samples were recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 28-jul-2025. Investigation summary bd received 12 samples for investigation. Upon inspection, no issues were identified; the vacutainer tube was inserted into the transfer device and removed with the stopper intact. Additionally, 10 retained samples were visually inspected, and no issues were identified with the stopper. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® c&s transfer straw kit, an unspecified number of stoppers get stuck in the urine transfer straw holder and cause sample leakage. Short volume samples were recollected. There was no other health impact or consequences reported.